Event description:
During the atrial fibrillation procedure, the dilator was inserted into the sheath and then inserted into the right atrium. When performing aspiration from the side port before transeptal puncture, air was aspirated. Even after aspirating air several times, air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.